Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of over 500 mg/dl; cause was not known. Boluses via the pump were delivered and manual insulin injections were administered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.